Event description:
An aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm on an unk date. Aneurysm and vessel mophology are unk. The pt reportedly failed to return for any follow-up evaluations post implant. It was reported that the pt presented to the emergency room with a ruptured aneurysm, due to an unk endoleak. During the explant procedure, which was performed in 2003, a ruptured iliac artery was detected. It was reported that disease progression was the likely cause of the ruptured iliac artery. The pt was reported to have expired three days later. The cause of death is unk and no further info is available.